Manufacturer narrative:
Product complaint # (B)(4). Batch # r5965x. Investigation summary: the second to last proximal pan hook disengaged on the left side. Nine (9) double drivers missing on the left side, nine (9) double and three (3) single drivers missing on the right side. Sled present and fully distal. Not reset. Some distortion to the pan. No loose drivers returned. Staples were present in all pockets missing drivers. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r5965x. Event month and day unknown. Only year (2018) is known. Photo evaluation: three pictures and one word with picture were provided. Pictures one to three shows a blue reload with several drivers up. The pan can be seen partially detached from the distal part left side. The word shows picture one and two and batch r5965x. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, upon loading the gst60b load into the plee60a, the surgical tech noticed it did not fit tightly. The load was removed and set aside. Once the procedure was completed, the load was put back into the plee60a and fired on a surgical blue towel. Only 1 row of staples appeared to have deployed although the cut was completed. There were no patient consequences reported.